Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because the device was not returned no investigation could be completed. This report will be updated if the device is made available to mmdg for evaluation.

Event description:
The initial reporter stated that they had an issue with air passing through the filter of the adminstration set. They stated that they had "air in line past the filter in the first mins of infusion." They prime the pocket of air out from the tubing, then reconnect to patient and no more pockets of air show up after that. They keep using the set. Mmdg did follow up with the initial reporter who stated that they were not willing to provide any further information. (B)(4).